Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a clinical study regarding a patient receiving morphine (10.0 mg/ml at 0.660 mg/day), bupivacaine (2.6 mg/ml at 0.1717 mg/day), and clonidine (25.0 mcg/ml at 1.651 mcg/day) via an implanted pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from healthcare provider (hcp) via a clinical study on 2018-mar-22 indicated the patient was receiving morphine, bupivacaine, and clonidine all with unknown doses and concentrations. The device diagnosis was pump inversion. The clinical diagnosis was unable to access port to refill. The outcome of the event resolved without sequelae on (B)(6) 2017. Diagnostics included they were unable to access pump to refill in office on (B)(6) 2017 resulting in unable to refill pump. Fluoroscopy performed on (B)(6) 2017 found the pump to be flipped and they were unable to refill. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study indicated the pump was re-positioned during the revision of the pump on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study on 2018-mar-22 regarding a patient receiving unknown medication (dose and concentration unknown) via an implanted infusion pump. The indication for use was non-malignant pain. It was reported that the patient underwent a revision of the pump pocket site on (B)(6) 2017. The event date was noted to be (B)(6) 2017. The etiology indicated the event was possibly related to the device or therapy and possibly related to the implant procedure, with surgery/anesthesia indicated as possible factors. No further complications were reported or anticipated. **omitted information pertains to (B)(4)- tube set**

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study indicated the cause of the pump inversion was not determined. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the revision was performed as an action to resolved the pump being inverted. It was noted the issue resolved the same day as the revision. The patient's weight was (B)(6) lbs.